Event description:
It was reported that customer experienced recurring occlusion alarms, including one alarm 2 followed by alarm 26 on consecutive days. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, then resumed insulin, and was advised by technical support to call during future occlusion events, with case closed and matter escalated to clinical field team for further support.

Manufacturer narrative:
In use at the time of the event:cgm model: unknownmobile os: unknown / unknown / unknown / unknown.